Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided an un opened, sterile kit along with a photo of the kit. The guide wire was inspected through the clear tray and observed to be advanced approximately half way down the advancer tube. Two kinks were observed at the distal end of the guide wire. A review of manufacturing records did not yield any relevant findings. However a corrective action was implemented for a previous, similar issue and the lot of this product was produced prior to the correction. No further action will be taken.

Event description:
It was reported that prior to insertion, the doctor checked the kit and found the guide wire was kinked. As a result, a new kit was opened and used without issue.

Manufacturer narrative:
(B)(4). A total of three kits were opened and were found to have the same issue. The other two events have been reported under MDR#s 9680794-2015-00071 and 9680794-2015-00072.